Event description:
Patient called in to report service error code. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor passed both isl (safety) and eit (performance) testing. Returned therapy cable failed inspection for damage to plug cable. The reported service error code occurs when the system detects an error in the therapy delivery circuit. Therapy cable damage due to field stress and usage is anticipated as an occasional occurrence and was appropriately detected by the system's power on self-test. Will continue to monitor and trend service code issues for failure modes. UDI related data quality update. Revised section h5 to labeled for single use? "Yes".